Event description:
It was reported that occlusion alarms occured. Reportedly the customer is not performing the air removal step and using cold insulin. Tandem technical support informed the customer that not performing the air removal step and using cold insulin are off label per the tandem user guide. Customer resumed insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.